Event description:
It was reported that pump experienced malfunction alarm with malf 12, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if malfunction appeared again.